Event description:
The customer reported that the system intermittently displays a live fluoro and the screen goes black. No patient injuries were reported.

Manufacturer narrative:
The ge service rep checked the error logs. He checked the hv cable. The system is operating as intended.